Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the buttons were unresponsive. The customer's blood glucose was 16.0 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.